Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2015 with the following findings: a review of the black box showed no evidence of loss of prime warnings. During testing, the pump¿s display screen was blank and evidence of moisture was observed in the pump. The initial complaint of a loss of prime issue could not be tested due to this. The pump cover was opened and evidence of moisture was observed on the printed circuit board and force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime(loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.